Event description:
Failure code 812:02. It was not specified if this failure occurred while infusing on a pt. No pt injury was associated with this report and no incident reports were filed since the last baxter service event.